Event description:
Employee activated retraction device on a safety syringe -becton dickinson lot 3252535-. They were holding the syringe at arm's length and approx. Shoulder height to put it into the sharps container. When activating the plunger, a droplet splashed backward over their eyeglasses and into their eye.